Event description:
A pt with history of scleroderma adm for myocardial infarction. Swan ganz placed for monitoring. Developed a pneumothorax and bleeding from endotracheal tube. Arrested and expired. It was further reported that there was a possibility of rupture of the pulmonary artery from swan ganz catheter. Autopsy results pending.